Event description:
A site reported a loss of telemetry monitoring for up to 30 patients for approximately 2 hours. Preliminary evaluation determined the cause to be a network cable plugged into an incorrect switch. Correcting the cable placement resolved the loss of telemetry. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.